Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a rapid fill adapter had a small piece of dirt or a particle within the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This product was manufactured by the supplier in two batches on two dates, (B)(4) 2016 and (B)(4) 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted loose foreign matter within the packaging. The reported condition was verified. The particle was analyzed via spectroscopy and found to be consistent with various different materials. The source of the particle could not be determined. Should additional relevant information become available, a supplemental report will be submitted.